Event description:
Customer reported she was having issues at night with auto off alarms and she wasn't sure how to turn them off. Customer was able turn of the feature. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.